Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Abbott field service was unable to narrow down a specific cause, several parts were replaced. The evaluation included a review of the information the customer provided, customer service history, a review of complaint and internal data, and a review of the architect operations manual and creatinine package insert. A specific cause for the customer issue was not identified. The customer field data shows a patient sample tested on (B)(6) 2011 generated a discrepant high creatinine result of 13.03 mg/dl which repeated as 1.27. A review of the reaction graph for each result indicates a possible problem with the r1 reagent dispense. During this same time period the customer also reported mg imprecision. Abbott field service was unable to narrow down a specific cause for the customer issues. Actions taken by field service to address the customer issue include inspecting the system, performing maintenance, and cleaning or replacing several parts including but not limited to the sample probe, r1 probe and tubing, syringe seals and o-rings, the bellows and poppet valve for the internal probe wash pump and the alk and acid wash aspiration tubing which were kinked. A review of complaint and internal data did not find a product issue or adverse trend associated with the parts addressed by field service to resolve the customer issue. The operations manual provides numerous probable causes and corrective actions that may be related to the customer issue under the observed problem elevated concentration and erratic results, poor precision. Probable causes include, but are not limited to scheduled maintenance is due, syringe seals) and/or o-ring have failed, sample or reagent probe is partially obstructed or damaged, cuvette washer is not functioning properly, sample integrity or handling issues, and hardware failure. No product deficiency was identified.

Event description:
The account generated an elevated blood creatinine on a patient specimen when processing on the architect c8000 analyzer. The specimen generated an architect c8000 creatinine of 13.03 mg/dl. The result was questioned by a physician and the specimen was repeated with an architect c8000 creatinine result of 1.27 mg/dl. Through troubleshooting, the account stated the controls had been imprecise but within range prior to creatinine testing. No specific patient information was provided. The elevated architect c8000 creatinine result was reported outside of the laboratory. No impact to patient management was reported.